Event description:
Patient's mother contacted dexcom to report early sensor shut-off after calibration.

Manufacturer narrative:
Patient reported an early sensor shut-off after calibration. Patient has a lot of scar tissue on abdoment. We are replacing the sensor. There is no additional information at this time.